Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that he was experiencing a broken casing issue with an unknown model of one touch meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began after dropping the subject meter on an unspecified day, 2 weeks prior to contacting lfs. He stated that he manages his diabetes with metformin and regular insulin and due to the alleged issue denied making any changes to his usual dose of treatment. At an unspecified time after the alleged issue began, 2 weeks prior to contacting lfs, he claimed he felt "dizzy and could not see". The patient denied receiving any form of medical treatment in response to his symptoms. During the initial call with customer service, the agent noted that the patient was calling from the pharmacy and did not have the meter available so the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.